Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens was explanted from the patient's operative eye in a secondary procedure because of patient experiencing intolerance and an unspecified mechanical complication. The patient's visual acuity was 20/60. An intraocular lens, model pcb00 with the same diopter size was used as replacement lens for the patient. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 4/10/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: it was initially reported to manufacturer that a tecnis symfony multifocal intraocular lens was explanted from the patient's operative eye in a secondary procedure because of patient experiencing intolerance and an unspecified mechanical complication. The patient's visual acuity was 20/60. An monofocal intraocular lens, model pcb00 with the same diopter size was used as replacement lens for the patient. Additional information was received through FDA letter that subsequent follow ups with surgeon's team indicated that the patient was experiencing extended depth of focus intolerance, with a poor visual outcome of 20/60 with multifocal intraocular lens therefore approximately 8 months later when visual acuity had not improved the lens was replaced with a monofocal lens. No further information provided. All pertinent information available to johnson and johnson surgical vision has been submitted.